Event description:
The carried out hf treatment with the subject device. An electric sparking occurred at the cable near the connector to the handle of the instrument and the cable broke. The procedure was completed and no further consequences have been reported.

Manufacturer narrative:
The device involved in the event has been returned to MFR for investigation and the defect can be confirmed. The cables are subject to wear and tear and the customer handling can be one of the limiting factors for the lifetime of the product. From the appearance of the area of breaking can be concluded that a premature damage must have been present already. It can be presumed that spark discharging occurred inside the cable due to earlier rupture of some of the wires. The reduced conductive area has lead to increased resistance and consequently, to increased current density. The heating-up effect finally lead to burn-off of the last intact wires and of the insulation material. The user is advised to inspect the cable prior to each use for premature damages. In reflection of the age of the device, the case is seen to be a recurrence of a typical problem caused by wear and tear with appropriate measures in place (warning message, newly restricted service life). No consequences to persons have been reported and this report is submitted in abundance of caution.